Manufacturer narrative:
Adverse event investigation summary: bd had not received samples or photos for evaluation of material # 367815, batch # 0069847. Therefore, 29 retention samples from bd inventory were evaluated by visual examination and stopper pullout testing and the issue relating to stopper pop off was not observed. Zero (0) out of the 29 retention samples failed the test and did not exhibit caps loose, thereby not confirming the reported issue of stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps/stopper pop off through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "serum tube 6 ml pop off."